Event description:
It was reported that they were getting an ec100 and lost the image, this caused the patient to be re-exposed. The dealer was instructed to check connections and reload the brick sottware.